Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report.

Event description:
Patient reported, "I had a total knee replacement in (B)(6) 2016. I began some itching in around eight weeks post op. This rash with intense itching now covers about 90 percent of my trunk upper extremities and scalp. To date nothing relieves the itching. The rash looks like a burn. I feel like I am on fire and very painful. The itching is a separate discomfort from the burning. I have seen multiple doctors with no answer for my problem. My only lab results that are (abnormal) is cobalt 0.4 and chromium 0.6. Titanium is none \u201c detected\u201d. Large doses of prednisone decreases the symptoms to some degree but return rapidly after completion of the prescription.

Event description:
Patient reported, "I had a total knee replacement in april 2016. I began some itching in around eight weeks post op. This rash with intense itching now covers about 90 percent of my trunk upper extremities and scalp. To date nothing relieves the itching. The rash looks like a burn. I feel like I am on fire and very painful. The itching is a separate discomfort from the burning. I have seen multiple doctors with no answer for my problem. My only lab results that are (abnormal) is cobalt 0.4 and chromium 0.6. Titanium is none \u201cdetected\u201d. Large doses of prednisone decreases the symptoms to some degree but return rapidly after completion of the prescription.

Manufacturer narrative:
Additional information: outcomes attributed to adverse event: date of explant. An event regarding allergy/reaction involving an unknown implant knee was reported. The event was not confirmed. Method & results: product evaluation and results: could not be performed as no items associated with the event were returned or made available for identification or evaluation. Clinician review: no patient medical records were available for review. Product history review: a review of the product history records could not be performed as the device was not properly identified. Complaint history review: a complaint history review could not be performed as the device was not properly identified. Conclusions: the event could not be confirmed nor could the root cause be determined due to a lack of provided information further information such as return of device, patient history, mediacl records, x-rays, histopathology report & follow-up notes are needed to investigate this event further. If additional information and/or device becomes available, this investigation will be reopened.